Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or partial display noted. The insulin pump passed the self test and displacement test. The insulin pump was monitored and no missing segments or partial display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer was not calling back with a frozen display after installing a new battery for previous frozen display issue. Customer was not calling back to continue troubleshooting for full black screen after being advised to wait 30 min for insulin pump to stabilize at room temperature. Customer was not calling back after receiving a new battery cap. Customer reports screen was not blank. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.